Event description:
The account alleged that the bed will not send a nurse call. He hears the relay and has changed the communications cable but the issue remains.

Manufacturer narrative:
Repairs have not been completed.